Event description:
As reported by the edwards (B)(6) affiliate, review of the medical article, ''transcatheter mitral valve-in-valve implantation for failed bioprosthesis'' was performed. After transapical transcatheter mitral viv implantation for a failed bioprosthesis with a sapien, sapien xt or a sapien 3 valve one patient needed a second balloon inflation to seal perivalvular leak.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Citation: mohamed, tahir I., et al. ''Transcatheter mitral valve-in-valve implantation for failed bioprosthesis.'' Turk kardiyol dern ars 49.1 (2021): 22-28. The implanted valve model and size is unknown. Possible valve used - edwards sapien transcatheter heart valve - PMA p110021, edwards sapien xt transcatheter heart valve - PMA p130009, or edwards sapien 3 transcatheter heart valve - PMA p140031. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper valve and assessment, including the use of echo, and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact timing of the pv leak and cause are unknown based on the information provided. It is possible that interaction between the thv valve and the patient's pre-existing bioprosthesis may have contributed to the noted pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Please reference related manufacturer report nos: 2015691-2021-06162 and 2015691-2021-06176.